Event description:
It was reported that during an unknown procedure when the surgeon used the device with a white cartridge to proceed with the pulmonary vein found that some staples were malformed after the first firing. The surgeon changed hand sewing to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that a cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.